Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks due to possible atrial fibrillation (af) with rapid ventricular response (rvr). It was suspected that the therapy could be exhausted. There is no evidence there were any actions taken for the device. At this time, this ICD remains in service and there were no additional adverse patient effects reported.